Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (monitor display blank) was confirmed. Upon investigation extensive contamination was found in the monitor. Corrosion was discovered on the monitor lcd, inside the sd card connector, and on the jtag table board. The source of the corrosion could not be positively identified but was likely due to ingress of an unknown liquid. No adverse event resulted from the contaminated monitor. The patient received a replacement monitor.

Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient¿s monitor screen was blank. The patient was issued a replacement monitor.